Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient experienced electric shocks. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the entire system was explanted to address the issue [related manufacturer reference number: 1627487-2024-00028 and 3006705815-2024-00042].

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.